Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, patient complained about adhesive issue due to tape not sticking resulting in skin irritation. The insertion site was at abdomen and the set was in use for 1.5-2 days. No further information available.

Manufacturer narrative:
(B)(6).